Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to perform full, complete squeeze of the handle but the device did not fire. The surgeon hand sewed the anastomosis to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The handle was fully cycled and in the locked position, all the staples were present and properly formed between the anvil and the sulu. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.